Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed; omsc could reproduce the reported phenomenon. The inside of the control section was wet and corroded. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc guessed that the short circuit of the board in the control section due to wet caused the error (e315). If additional information becomes available, this report will be supplemented.

Event description:
During an unspecified therapeutic procedure with the subject device, an error (e315) occurred and the endoscopic image was disappeared. The user facility delivered the patient to an angiography room and performed another procedure. There was no report of patient injury associated with this event.